Event description:
While the pinhole collimator was being removed, one collimator bolt (upper right) not completely clear caught on collimator. Cart was pulled back by tech, skyhook mechanism was not fully engaged. Collimator fell, no pt involved, no injuries to tech. Upper right corner of collimator snapped off, indicating bolt was still in place when removal of collimator was attempted. Could find no problem with cart or pinhole collimator other than damage to pinhole resulting from fall.